Manufacturer narrative:
1 pending device was not evaluated, but reviewed by data and confirmed the issue. Evaluation results findings (components/results) 1 device: battery/energy storage system problem.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. Evaluation results findings (components/results): 1 device: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced accessible dc current. There was 1 event with patient involvement; the patient experienced an electric shock, but no serious adverse consequence or clinically relevant delay in treatment was reported.